Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the event date, grade of left-sided capsular contracture, and revision surgery. The event date was confirmed as (B)(6) 2020. Left-sided grade IV capsular contracture was confirmed by the patient¿s physician during the consultation on (B)(6) 2021. The patient is scheduled to undergo bilateral removal and replacement with two 600cc mentor memorygel breast implant prostheses catalog #:3506004bc) on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture. Section d 6b. Date of explantation: (B)(6) 2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device and replacement devices. The suspected medical device was returned for evaluation. The serial numbers of the replacement devices are (B)(4). On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 480cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (right grade: IV, left grade: unknown) postoperatively. Sometime in (B)(6) 2020, the patient noticed that her right breast appeared to be dropping lower compared to her left breast. However, the patient¿s surgeon advised that could happen. The patient noticed sometime in (B)(6) 2020 that her left breast was very hard and tender, and the patient was diagnosed with grade unknown left-sided capsular contracture. A healthcare professional reported on 10-feb-2021 that the patient was diagnosed with grade IV right-sided capsular contracture. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2020 based on available information. This report is for the left-sided prosthesis.